Event description:
A facility reported that while duraseal spine (203001) was in contact with a patient, the amount of liquid contained in the precursor syringe was clearly too low. Thus, no sufficient amount of sealant was available for the surgery. This event led to increased surgery time of 10 minutes. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duraseal spine (203001) was not returned for evaluation; therefore, an evaluation of the device could not be performed. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. The root cause is undetermined and was unable to be confirmed. No enhancements or improvements were generated for the reported condition. No corrective action is required, as this complaint issue does not represent an adverse trend, unacceptable individual risk, or significant non-conformance to regulatory requirements. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
N/a